Event description:
Same case as 2134265-2009-05890. It was reported that following a carotid artery stenting procedure, the patient experienced transient ischemic attach (tia). The target lesion was located in the ostium of the right internal carotid artery with 90% stenosis and was 2 mm long with a 5 mm reference vessel diameter. The physician treated the lesion with a filterwire ez and placement of a carotid wallstent. Following post dilatation, residual stenosis was 10%. The patient was discharged the next day with rankin score of 0. One day post index procedure, the patient presented with complaints of left facial tingling, left upper extremity weakness and confusion. Patient was admitted for observation with frequent neuro checks. Bilateral carotid duplex exam performed at that time revealed patient stents with no evidence of stenosis or occlusion. CT angiography of head or brain performed revealed mild chronic ischemic white matter changes with no evidence of acute intracranial abnormality. The event was considered resolved without residual effects and the patient was discharged 2 days later.

Manufacturer narrative:
The product was not returned; therefore, no product analysis will be conducted. The device history record (DHR) review confirms that this device met all materials, assembly, and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.